Event description:
It was reported that during the PICC line insertion, the guide wire sheared, and the dlx did not pick up the stylet. Additionally, the PICC did not drop as expected. The patient was then transferred to the interventional radiology (ir) to complete the PICC insertion. The patient had no harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during the PICC line insertion, the guide wire sheared, and the dlx did not pick up the stylet. Additionally, the PICC did not drop as expected. The patient was then transferred to the interventional radiology (ir) to complete the PICC insertion. The patient had no harm or injury.

Manufacturer narrative:
(B)(4).